Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the case was created in error. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the system did not start. There was no reported patient or user harm. Philips has started an investigation of this complaint.